Event description:
It was reported that two (2) em2400 valve sets leaked from an unspecified location. The issue was identified during use of the devices. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The lot was manufactured november 8, 2021 to november 9, 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.